Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated their blood glucose level was 350 mg/dl after having breakfast the morning prior to the event. Customer treated with bolus from device and blood glucose level increased to 400 mg/dl, causing them to manually bolus. Customer declined troubleshooting. Customer's blood glucose level was 83 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)